Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred on the pump that was just turned on and has not been used. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.